Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# 049820520, mfd. Unknown, expires 2017-04, (B)(4); 2nd (middle): ifuse implant, p/n 7030-90, lot# 109939267, mfd. Unknown, expires 2017-10, (B)(4); 3rd (inferior): ifuse implant, p/n 7030-90, lot# 109939267, mfd. Unknown, expires 2017-10, (B)(4).

Event description:
The patient had bilateral si joint arthrodesis with three implants being placed on each side. One side performed in (B)(6) 2010 and the contralateral side unknown. The patient later complained of a recurrence of pain. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all implants from both sides. The status of the patient following the revision procedure is not known.